Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system 5max ace reperfusion catheter. Upon removal from the packaging, the ace catheter became fractured and was not used.

Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital discarded the device.

Manufacturer narrative:
Corrected from "yes" to no. The device was not returned for evaluation.

Manufacturer narrative:
Result: the 5max ace was fractured approximately 11.0 and 21.0 cm from the hub. Conclusion: the complaint has been evaluated. The complaint indicated that the physician experienced resistance while removing the 5max ace from the packaging hoop, and that the 5max ace had separated at one of the transition points while being removed. Evaluation of the returned device confirmed it was fractured. This type of damage typically occurs due to improper handling during removal from the packaging. If the 5max ace is manipulated forcefully at an angle during removal from the packaging hoop, damage such as this may occur. These devices are 100% visually inspected during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.